Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was experiencing a high blood glucose of 946mg/dl. He reported injecting four units of insulin around bed time lowering his blood glucose to 379mg/dl . He reported being sweaty and not feeling well. The following troubleshooting was performed: a high pressure test, which the insulin pump passed, the drive support cap was normal, there were no bubbles in the tubing, and the cannula was not bent. He reports that his unomedical infusion set pulled out of his body due to his being low and sweaty. Nothing is being returned at this time. No additional information was reported.